Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen bezel delaminated after the device became warm while carried in a pocket, while the pump continued to function without overheat alerts. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included a replacement ilet provided and instructions on device shutdown, data handling, and return of the original unit. Investigation included customer interview, troubleshooting, and review of device function as reported by the user. Investigation of this device revealed a hardware enclosure separation consistent with screen bezel separation, with the device otherwise operating, indicating a mechanical integrity issue of the housing component. It was concluded, based on previously established findings for similar reports, that the cause was component failure related to enclosure adhesion or bonding.